Event description:
Additional info received from the reporter on 06/26/2014: hysterectomy with salpingectomy scheduled due to chronic pelvic pain.

Event description:
Began having new allergic reactions to foods, vitamin d deficiency, tachycardia, night sweats, weight gain, anxiety, pelvic pain, back pain, and palpitations. (B)(4).